Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 517 mg/dl at the time of the incident. Customer stated that had inserted a new set on body and bolus went in and noticed nothing then an hour later blood glucose was up to 401 mg/dl. Customer bolused with sliding scale and noticed the smell of insulin from quick set site and felt was moist. Customer detached the insulin pump and removed quick set and went to the opposite side of stomach and inserted a new set and went from 517 mg/dl to 231 mg/dl in an hour. Customer treated for high blood glucose with insulin pump. Customer declined troubleshoot for high blood glucose. The pump will not be returned for analysis.